Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient was hospitalized due to high blood glucose levels. Patient's blood glucose at the time of issue was 550 mg/dl. Patient was treated via intravenous drips. Patient was hospitalized for 2 days. No further information available.